Event description:
Voluntary medwatch report received reported that the right ventricular lead exhibited high defibrillation impedance. No intervention was reported. The patient was stable and asymptomatic.